Manufacturer narrative:
A device history record (DHR) review was not conducted because the results of the complaint investigation does not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found cracked right plunger case. Multiple 'syringe flange not in place' alarms in history. Functional inspection found the syringe flange sensor value fluctuated between true/false when ear clip was extended. There was a defective optocoupler. The root cause of the reported issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the flange was not in place. No patient injury was reported.